Manufacturer narrative:
The oad was returned to csi engaged on the guide wire. A driveshaft fracture was observed on the distal side of the crown. There was no damage observed with the guide wire. Driveshaft flexing at the weld location can initiate a fatigue failure, and scanning electron microscopy analysis identified fatigue striations at the site of the driveshaft fracture. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape, although the exact root cause of this reported complaint is undetermined. The instructions for use for the coronary oas state the following warning: "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).

Manufacturer narrative:
The device is being retained by the site. If the device is released and received by csi for analysis, a supplemental report will be submitted when the device analysis is completed. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was used to treat a significantly calcified, slightly tortuous lesion in the mid right coronary artery (rca). The oad was positioned proximal to the lesion using glideassist and one treatment pass was performed at low speed. During the rest period, the crown was placed at the distal edge of the lesion and imaging was performed. When the control knob of the oad was pulled back, a gap was noted in the driveshaft. The oad was removed from the patient and was observed to be fractured at the distal edge of the crown. The oad fragment remained on the viperwire guide wire. A snare was inserted in an attempt to secure the oad fragment, however the snare would not pass through the proximal bend of the rca. A three wire technique was then used to secure the fragment to the viperwire, and they were removed successfully. The procedure was completed with balloon angioplasty and stent placement and there were no vessel issues noted.